Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called philips requesting a ac power module under fco (B)(4). There was no patient involved.